Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refs0054 showed three other similar product complaint(s) from this lot number.

Event description:
It was reported "groshong PICC was inserted last (B)(6),2022 to right upper arm. (B)(6) 2022, around 10:00, patient called the clinic and informed charge nurse that the PICC snapped and she had to hold unto the end as not to let air enter into the PICC. Advised patient to come to the clinic. The PICC dressing remained dry and intact. The end of where the the PICC tubing was "snapped" was covered with tape secured to the skin." Doctor on call informed of the above incident. Charge nurse informed patient that PICC needs to be removed. PICC removed as per policy."

Event description:
It was reported "groshong PICC was inserted last (B)(6),2022 to right upper arm. (B)(6), around 10:00, patient called the clinic and informed charge nurse that the PICC snapped and she had to hold unto the end as not to let air enter into the PICC. Advised patient to come to the clinic. The PICC dressing remained dry and intact. The end of where the the PICC tubing was "snapped" was covered with tape secured to the skin." Doctor on call informed of the above incident. Charge nurse informed patient that PICC needs to be removed. PICC removed as per policy."

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a broken catheter was confirmed. The product returned for evaluation was one 4fr s/l groshong catheter. Usage residues were observed throughout the sample and the catheter was assembled with a two-piece connector. The catheter was received in two segments which shared a complete break just distal of the assembled connector. Microscopic inspection of the break site revealed a dully granular fracture surface. The catheter exhibited an elliptical cross-section and curved shape memory at the break site. Tactile inspection of the sample revealed tensile weakness, material necking and discoloration in the vicinity of the break. The break features and accompanying material features were consistent with material failure due to tensile (pulling) stress. The location of the damage suggested that catheter securement, maintenance and access techniques may have contributed.